Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further information like lot-/serial no., possible root cause and if images are available were requested from the study coordinator. No further information has been provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on 1/16/24 from the medrio study database: on june 6, 2019, this 69-year-old female patient underwent endovascular treatment for a thoracoabdominal aneurysm ii. Patient was treated with a cook t-branch device and three gore® viabahn® vbx balloon expandable endoprosthesis devices. Gore vbx devices were placed in the superior mesenteric artery, celiac trunk and right renal artery. On (B)(6) 2020, the patient developed a type 1a endoleak in the aortic arch leading to a growth in aneurysm. On (B)(6) 2021, the patient had repeat intervention. On (B)(6) 2023, the patient had a type 3b endoleak via right renal artery branch stent. On (B)(6) 2023, the patient presented with a stomach and backpain on the ER. Then on (B)(6) 2023, the patient underwent a repeat intervention in the right renal artery. An additional vbx stent was placed, and no further information was provided.

Manufacturer narrative:
H6 evaluation codes investigation findings c20 was selected because no device investigations were able to be performed as no further information was able to be obtained from the study coordinator (despite multiple attempts) and we did not receive the devices back for evaluation. H6 evaluation codes investigation conclusions d12 applies to the generic term "endoleak". It does not apply to the reported type 3b endoleak which could not be independently confirmed during the investigation. Multiple attempts were made to obtain additional information from the study coordinator such as lot-/serial no., possible root cause and if images are available about this event. No additional information was provided. With the information provided to gore, we are unable to determine the cause of the reported type 3b endoleak and assign a root cause. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events potential clinical and device adverse events possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: endoleak. This instruction for use statement applies to the generic term "endoleak". It does not apply to the reported type 3b endoleak which could not be independently confirmed during the investigation.

Event description:
The following was reported to gore on january 16, 2024, from the medrio study database: on (B)(6) 2019, the patient underwent a staged endovascular treatment for a degenerative thoracoabdominal aneurysm ii. The patient was treated with a cook t-branch device and three gore® viabahn® vbx balloon expandable endoprostheses (vbx devices). Vbx devices were placed as external branch devices in the superior mesenteric artery, celiac trunk and right renal artery on (B)(6) 2019. The vbx device in the right renal artery was not flaired. Computed tomography angiography performed on (B)(6) 2023 showed that the patient had a type 3b endoleak via right renal artery branch stent. On (B)(6) 2023, the patient presented to the emergency room with a stomach pain and back pain. Then on (B)(6) 2023, the patient underwent a repeat intervention in the right renal artery. An additional vbx device was placed to successfully resolve the endoleak without sequelae.